Manufacturer narrative:
Follow-up #1: date of submission 05/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: a review of the pump¿s black box did not reveal any evidence of a short battery life. There was one cs 128 (replace battery) alarm noted due to normal battery wear. The battery compartment and cap were undamaged and able to fit and maintain electrical connection. The ez-prime steps were performed correctly and all currents readings were within specification. The ¿short battery life¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose module. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.